Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was charging slowly. The customer¿s blood glucose was 110(mg/dl). Reportedly, the customer left the pump plugged in and charging for one hour. Upon follow up, customer reported that the issue had resolved.